Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found within specification in relation to the reported system error 224 alarms which were not reproduced. The alarms were confirmed during a review of the event history log, however no failing component could be identified. The device was found to function as designed.

Event description:
It was reported that a spectrum pump displayed system error 224. Any patient involvement, injury or medical intervention is unknown.